Event description:
At 3:00am the customer received a blood glucose reading of 30mg/dl on the contour next link. She felt bad and disoriented. She suspended the insulin pump and ate 4 glucose tablets. At approximately 6:00am she tested on the contour next link and the reading was 489mg/dl. She retested on a different meter and the reading was 119mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. Customer was advised to return the test strips. New meter and strips were went to her.